Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
(B)(6) post market surveillance case. It was reported that on (B)(6) 2015, the procedure was to treat a de novo lesion with 75% stenosis with no ischemia finding in the posterior lateral artery. The patient presented with coronary stenosis with no ischemia finding. A 2.25 x 28 mm xience xpedition and a 2.5 x 28mm xience xpedition were placed at the target lesion with pre and post dilatations performed. The patient was on aspirin 100mg/day and clopidogrel 75mg/day ongoing before the procedure. On (B)(6) 2015, the patient visited the hospital due to chest discomfort. An elevation of troponin t level was developed. A coronary angiography was performed and re-stenosis of the 2.25 x 28mm xience xpedition was noted. An unknown drug eluting stent was placed at the re-stenosed lesion. The event was resolved. There was no clinically significant delay in the procedure. No additional information was provided.